Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) showed glucose readings in the dexcom app but failed to pair with the ilet bionic pancreas, and the user was guided to toggle the sensor setting and attempt re-pairing. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact and no need for medical intervention or hospitalization. User support included troubleshooting assistance and education on the cgm sensor pairing workflow. Investigation of this case revealed a pairing failure between the cgm and the ilet without evidence of device hardware damage or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or setup error related to cgm pairing configuration.